Event description:
C-clip that holds vertical support pins in place on the monitor suspension was not seated properly. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.